Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was siting, and replacing the infusion set, its tubing detached at the tubing connector. The site location was the patient's abdomen and the infusion set had been used for the first day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, the there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 148 mg/dl. No further information available.